Event description:
It was reported that a realize band was implanted on (B)(6) 2010. The patient started experiencing vomiting and pain in (B)(6) 2010. The surgeon tried adjusting the band to relieve symptoms and there was mention of removing the band. In (B)(6) 2011, the patient was more comfortable, but then started with more vomiting and pain. The patient went to the emergency room two times with these symptoms. An x-ray was performed towards the end of 2014. The stomach was noted to be swollen and all fluid was removed from band. In (B)(6) 2014, 2ml were added back into the band. The patient reported she is feeling better, but is having trouble with indigestion. She is currently taking medication for this issue.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent